Manufacturer narrative:
Perc lead received, added date. Analysis of the extracted system controller log files confirmed frequent low speed and low flow hazard alarms, as well as transient motor stopped events indicative of the pump struggling to maintain the set speed. However, no damage was identified through the examination of the distal end of the patient¿s driveline. Approximately 19.5 inches of the distal end of the driveline (dl) was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. A previous dl repair was present, approximately 7-12.25 inches from the metal connector. The previous repair, silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was not provided. The referenced short to shield and percutaneous lead repair was reported under medwatch MFR report #0002916596-2014-02210. Unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years and 1 month. It is unknown if the device was explanted from the patient; however, the percutaneous lead is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the patient presented to the vad clinic on (B)(6) 2017 with red heart alarms while connected to batteries. At the time of the event, the patient reported feeling lightheaded and dizzy. Device interrogation showed low speed advisories preceding a pump stoppage that lasted approximately one minute. Pump power was observed to be greater than 15 watts when the pump attempted to restart. The pump restarted spontaneously. The customer reported that the patient has a known internal short-to-shield and has been using an ungrounded patient cable when connected to a power module. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple pump stoppages that appeared to be occurring when the system was connected to batteries. This type of behavior has been linked to potential issues with the percutaneous lead. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed close to the exit site. Post repair, the pump functioned as expected using an ungrounded patient cable. After the repair, the patient¿s primary system controller was exchanged due to damage to the black power lead. The pump operated as expected on new system controller until approximately 7:15 pm that evening when an additional red heart alarm was received when the patient was sitting up in a chair eating dinner. The patient reported that the pump was off. The patient¿s vad system was then connected to an ungrounded patient cable and low flow/pump off alarms were observed on the system monitor. The patient progressively declined as the pump was not able to restart. The patient was intubated and supported with epinephrine infusion / pushes and required modified CPR. The system controller was then exchanged and the vad restarted immediately. The patient¿s family ultimately withdrew care on the evening of (B)(6) 2017 as the patient did not want further surgery to correct problem.